Manufacturer narrative:
No device evaluation was performed since the device was not returned to the manufacturer. A review of the device history records could not be performed due to the fact that a device model number or lot number was not provided. Per the complainant, "on my last visit with dr (B)(6) ((B)(6) 2009), and now doing better, I asked the doctor exactly what happened to me. He told me that the mesh had a piece of metal attached to it which detached and sliced through my small intestine. (It was still later when I found out 3 sections of the small intestine were removed). At home I went on the internet and found information. This piece of metal is called a tack. With no pictures to look at the tack, I see the tack as similar to a thumb tack, an object with a point to tear through my intestine." Atrium medical concludes that the tack caused this event. Atrium medical does not provide, or supply tacks used for these procedures. Use of tacks is the surgeon's decision. Atrium medical does not believe the c-qur mesh device caused or contributed to this event.

Event description:
This event is deemed reportable based on the allegations in the lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's c-qur mesh product. On (B)(6) 2008, plaintiff had a piece of c-qur mesh, implanted to repair a ventral hernia. On (B)(6), bleeding at the site of the repair occurred and on (B)(6), sepsis infection. Patient underwent an operation on (B)(6) 2008 in which 3 sections of the small intestines were removed. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery will fall under the attorney/client and/or work product privilege. However, atrium will supplement this report if additional information comes to its attention.